Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with intermittent episodes of presyncope on (B)(6) 2017. It was noted that the atrial lead exhibited automatic mode switching episodes due to noise. The noise was reproducible in clinic with isometrics. All lead measurements remained stable and in-range. The lead was reprogrammed. The patient was stable before, during, and after the device interrogation and would continue to be monitored.